Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The defect(s) reported by the customer has/have been verified and repaired using the measures listed in the "proof of repair". Accessories checked. Defective cpu board replaced. Mechanical upgrade performed. Functional test acc. To test procedure completed. Unit cleaned. Unit calibrated newly. Functional test performed. Electrical safety test completed. Hipot test completed. Safety test checklist enclosed. (18)unit did not arrive in original box, same package was disinfected and used for return to customer unit safety test performed acc. To manufacturer's final test procedure with original accessories attached by the customer. The device has been repaired. Unit modified acc. To guideline of manufacturer minor damage to surface varnish please check your original accessory, that has not been provided. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative action.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy surgical procedure, it was observed that the fms vue pump device failed to work in the first minutes of operation. There was a delay in the surgical procedure of 10 minutes to obtain a spare device and was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.